Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed 'localizer faulted.' Technical services (ts) had a medtronic representative (rep) go into an administrator profile and then to the network device interface (ndi) toolbox. The rep confirmed that a bump was detected and the storage internal temperature was exceeded. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4). H3) the manufacturer representative went to the site to test the navigation system. The camera was replaced and the localizer fault was resolved. The camera was returned for analysis. The returned camera contained scratches on the housing and lenses. A check of the event log revealed intermittent firmware incompatibility dating back to (B)(6) 2020 and intermittent illuminator current low, dating back to (B)(6) 2021. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The camera failed an accuracy test (aak) at .570mm with a passing threshold of .250mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.